Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The share log contained nothing related to customer complaint. The reported paring failed event was not confirmed. The root cause could not be determined because the device has no voltage.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 04/26/2017. Complaint for a pairing issue could not be confirmed. However, a transmitter failure was found and confirmed. The root cause could not be determined. Based on the findings of a transmitter failure this is now being reported. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.